Event description:
It was learned that an edwards aortic bioprosthetic device was explanted after approximately 10 months implant duration, due to bacterial endocarditis. Operative report indicates, " this is a (B)(6) woman who underwent an uneventful aortic valve replacement many months ago. She did well but about a month ago developed a leg infection which was treated with antibiotics. She then developed symptoms and findings consistent with bacterial endocarditis of the prosthetic aortic valve. She also had the new onset of mitral regurgitation. Operative findings indicate, "the heart and great vessels were encased in dense mediastinal adhesions. There was an extensive 360-degree abscess, in particular, involving the area of the left and right coronary cusps. The non was relatively spared. There was partial aortoventricular discontinuity because of this. The mitral valve appeared normal through the outflow tract." No indication that the reason for explant is related to a device quality deficiency.

Manufacturer narrative:
Evaluation method: evaluation anticipated, not yet completed. Edwards manufacturing review, as well as evaluation results and conclusions, will be reported once completed.

Manufacturer narrative:
Method =x-ray. Valuation summary: as received, vegetation-like growth was noted onto the tissue inflow. Leaflets 1 and 2 were in an open like position, creases were noted across the cusp area of the leaflets. Characteristics stiffened tissue are common to dehydration was evident in the tissue. No inconsistencies detected in the x-ray as the wireform is intact. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Also, there has been no other related infection/endocarditis reports on any device processed under the same sterility lot of the subject device. Device evaluation confirms the reported endocarditis/vegetation on the valve leaflets. Endocarditis is an infection of a native or prosthetic valve and is an indication for valve replacement. It may occur early or late after valve replacement and typically results from either seeding of the valve with bacteria at the time of surgery by the operative team or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the valve as provided to the hospital. The available information suggests nothing to indicate a device quality deficiency related to this event. As reported by the hcp, it is likely that the reported endocarditis originated from the patient's leg infection one month prior to explant.